Event description:
It was reported that during a procedure, the e-sep pencil activated without pushing the button to activate it. The area where the surgeon was using the pencil resulted in a cut that was unintended. This caused the incision to be jagged. The surgeon was able to rectify the area that was cut unintentionally when closing the incision. The procedure was completed successfully without a clinically significant delay; no medical intervention was reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil activated without pushing the button to activate it. The area where the surgeon was using the pencil resulted in a cut that was unintended. This caused the incision to be jagged. The surgeon was able to rectify the area that was cut unintentionally when closing the incision. The procedure was completed successfully without a clinically significant delay; no medical intervention was reported.

Manufacturer narrative:
H6: the quality investigation is complete.